Event description:
It was reported that during the implant of a transcatheter aortic valve in a previously implanted 21 millimeter (mm) non-medtronic (trifecta gt) surgical aortic valve, the valve repeatedly "dive-in". Despite this, the valve was implanted at a final implant depth of 7 mm on the non-coronary cusp (ncc), and 8 mm on the left coronary cusp (lcc). Following the implant procedure, a myocardial infarction (mi) occurred. Approximately one month following the implant of the valve, ischemia was suspected. Subsequently, tests revealed a takotsubo cardiomyopathy with no impact from the transcatheter valve.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-23 (j346487); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the procedure, the valve dislodged while it was attached to the delivery catheter system (dcs). The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged ventricular. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 7 millimeters¿ (mm), and the implant depth on the left coronary cusp (lcc) was 8 mm. A non-medtronic guidewire was used during the procedure. Per the physician, the cause of the mi was due to takotsubo cardiomyopathy, and the valve and dcs were not contributing factors. Catheterization was performed and classified as diagnostic. The patient¿s condition was stable.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.